Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. During investigation, all system qa tests were within specification. Sar values could be calculated and recorded by the MRI system and they did not exceed the limitations (otherwise the measurement can't be performed and reported error message), which means the MRI system wasvworking normally. Stimo values could be calculated and recorded by the MRI system and they did not exceed the limitations (the stimo value was very little at that time). Furthermore, the system is equipped with a squeeze ball and intercom to make sure the patient is monitored during the examination. Based on the information above, there was no system malfunction in this issue. The system works normally and no similar issue has been reported. There is no explanation for the temporal coincidence of the occurrence of the reported health problems of the patient and the MRI scan.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. At this time, no system malfunction has been identified. All related test reports and savelogs are currently under analysis. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom sempra system. During a pelvis scan, a (B)(6) year old female patient had difficulty breathing. The patient alerted the operator and the scan was stopped. The patient was provided oxygen but was still having difficulty breathing and collapsed and became unconscious. The patient was transferred to the cardiac ICU for further management. Siemens has requested additional information in order to conduct an investigation of the reported event.